Event description:
A stent came off the delivery balloon in the patient's lad and needed to be retrieved. We ended up trapping the retrieved and crushed stent in the patient's femoral artery tissue with another covered stent. The stent dislodged from the delivery balloon while dr. Brenner was trying to place it in an lad lesion.